Event description:
Customer reported that her son's insulin pump is broken and there is a button error alarm. Customer also states that the numbers kept ramping without stopping. The blood glucose is 14.5 mmo/l. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. No numbers ramping up noted. The device had minor scratched lcd window, cracked case at the display window corner, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.